Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported due to age, cerebral infarction, coma, and severe pulmonary infection, the patient needs to be hospitalized in the ICU for a long time, and the vascular condition is poor. After the evaluation of the PICC specialist nurse, the peripheral central venous catheter will be given on (B)(6) 2022. The period of use is strictly the operation was carried out according to the PICC catheter care. At 0:10 on (B)(6) 2022, the nurse took over and lifted the sheet. When the arm was raised, the PICC tube was found to be disconnected. The reflex catheter was immediately clamped, and the doctor on duty was notified and the PICC was removed. There is no change in the patient's condition, which affects the continuation of treatment, and there are potential safety hazards in the use of catheters.